Event description:
Pt reported infusion device did not display a1 cartridge low alert before the e1 cartridge empty error. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was requested for eval. No add'l info was provided.